Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level above 554 mg/dl at time of incident. The customer¿s other blood glucose level was above 400 mg/dl. The customer reported positive results in ketones test. The customer reported significant events leading to hospitalization like nausea, vomiting, abdominal pain, difficulty in breathing and confusion. The customer was treated with intravenous drip and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The customer does not was to continue troubleshooting for high blood glucose. The insulin pump and the reservoir will not be returned for analysis.